Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient's lead was explanted on (B)(6) 2021.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient started experiencing involuntary movements and emotional changes when therapy is turned on. As a result, the patient may undergo surgical intervention at a later date.